Event description:
"S/p b submusc tranax surgitek gels (? Size) for augmentation. Denies any decrease in size but did have h/o minor trauma - hit l chest in boat in 1985. No bruising/swelling occurred. Notes that the l is drooping more. C/o systemic probs including arthralgias (+ am stiffness) r greater than l, myalgias, dysesthesias, spasms, fatigue, sleep disturb, sore throats, frequent uri's/yeast infections, hot flashes, drenching sweats, headaches, tmjd, visual probs, dizzy spells, memory probs, dry mucus membranes, hair loss, rashes, sens sun/cold (+ raynaud's)/chem, sob/cp, choking sens, thyroid disease, wgt gain, gi/gu disturb, and pelvic pain."